Event description:
Healthcare professional reported injecting a patient in the lips with 1 cc of juvéderm® volbella® xc. The next month, patient was injected with botox®. 9 days later, patient had a dental cleaning that month and experienced non-device related laryngitis. Two weeks later, patient reported "pimple-like spots" on the lips. The patient was evaluated four days later and diagnosed with "hard, painful nodules to top and bottom lips consistent with granuloma formation." Biopsy was not provided. The patient refused prophylactic antibiotics or oral steroids and wanted to wait to allow the event to resolve naturally. The event is ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Clarification to h.6. Health effect - clinical code: e2402 captured laryngitis. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of laryngitis, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional details received noting event would resolve just over a month and a half after onset.